Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: this supplemental MDR has been filed as a correction, as the device associated with MFR no. 2016493-2025-96552 as the sn (B)(6) was linked to a duplicate case. The reported event and the suspect device were already captured in MFR no. 2016493-2025-96446 as the sn (B)(6).